Manufacturer narrative:
(B)(4). During a follow up with the nurse regarding the alarm and the use error, it was revealed that the home patient (hp) did not report the incident, nor did the hp report any injury or harm. Per nurse, hp is doing fine and continuing therapy. The nurse agreed to review the proper procedures with the hp. No patient injury or medical intervention was indicated. No further information was provided. This complaint for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because, there was an open clamp on unused supply line. The labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during last dwell. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting, clearing the alarm and explaining the alarm. The hp then revealed that the supply bag on final line not connected and also clamp on an unused supply line was left open, allowing air in the system causing se 2240 alarm during the last dwell. The tsr advised to report to the peritoneal dialysis (pd) nurse the next morning. The hp to finish that night's therapy manually. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.